Event description:
The report received from the field indicated that during deployment of a 6 fr. Exoseal vascular closure device (vcd), the device/plug was deployed by the physician intravascular. The physician and staff are unsure if it was due to device failure or physician error. The pga plug was retrieved and no patient complication was noted. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6 fr. Exoseal vascular closure device (vcd), it was reported that the device/plug was deployed by the physician intravascularly. The physician and staff are unsure if the intravascular deployment was due to device failure or physician's error. The pga plug was retrieved and no patient complication was noted. Detailed procedural information was requested however no additional information is available. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU procedural steps 6 and 7 indicate: observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required at this time.